Manufacturer narrative:
This event was identified in a journal article (attached) and the article has been reviewed. Journal citation: hannawa, k.k., good e.d., haft, j.w., & williams, d.m. (2015). Percutaneous extraction of embolized intracardiac inferior vena cava filter struts using fused intracardiac ultrasound and electroanatomic mapping. Journal of vascular interventional radiology, 2015; 26: 1368-1374. Http://dx.doi.org/10.1016/j.jvir.2015.05.013. The investigation is currently on-going. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately seven years post inferior vena cava filter deployment for a history of multiple dvt and protein s deficiency, CT scan allegedly demonstrated a detached filter limb in the ventricular septum. Intracardiac echocardiography and 3d electroanatomic mapping were used with biopsy forceps and a loop snare unsuccessfully. Eventually, the detached filter limb was successfully captured and retrieved with the use of a snare. The patient presented with back pain and was found, incidentally, to have a long r and p wave, narrow-complex supra-ventricular tachycardia, which was controlled medically.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image review: based on the images provided, a radiopaque linear metallic foreign body was demonstrated in the heart, can be confirmed. Based on the images provided, the successful removal of the radiopaque linear metallic foreign body and the identity of the radiopaque linear metallic foreign body cannot be confirmed. Conclusion: a radiopaque linear metallic foreign body located in the heart can be confirmed; however, the identity of the object cannot be confirmed. Therefore, the investigation is inconclusive for a detached filter limb. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.